Event description:
It was reported that the patient went to the clinic due to the inflatable penile prosthesis (ipp) not performing as well as it originally did. After physical and visual evaluation, it was determined that the system had fluid loss. A revision was performed. There were no patient complications.